Event description:
It was reported that the patients ipg was overheating during charging and was having charging difficulties. The patient was also having pain that radiates down the posterior aspect of his bilateral legs. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg was discarded.